Event description:
A patient reported that their pump screen was damaged and coming apart, causing concern that the pump would become useless if the screen came off. The patient declined further troubleshooting and was in the process of obtaining a new device since it was out of warranty. There was no adverse impact to the customer¿s blood glucose level. No additional information was received regarding the resolution of the event.